Event description:
Boston scientific received information that this patient had undergone several radiation treatments, after which the device exhibited a data check code, which elf corrected. Boston scientific technical services (ts) was consulted and suggested that a memory download should be performed and sent in for analysis. Later, the patient was shocked for atrial fibrillation over 20 times, so some programming changes were made. After the programming change to vvi 60, it was reported that the patient was pacing at 110bpm. The device is exhibiting some memory corruption and when interrogated is showing itself to be a h125 and not a t180 which it is. Ts believes that since there is memory corruption, that could be the cause of the high rate pacing. The physician is weighing the pros and cons to changing the device now before radiation treatment is complete and possibly have this happen to another device, or leave the device implanted until treatment is complete. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual inspection noted lead abrasion marks and anodization marks from pacemaker pulses on the case. An interrogation with a zoom programmer noted the device is in safety mode. A review of the device memory noted 1 pc fault warm reset, 8 software warm resets, 1 telemetry warm reset, multiple crc errors, and multiple ecc memory corrections. A capacitor reform had a charge time of 35.8 seconds. This set end of life (eol). A second capacitor reform had a charge time of 29.4 seconds. This set elective replacement indicator (eri). The interrogated monitoring voltage is 2.58v. The device passed therapy verification testing. The resets, error codes, and other anomalies were caused by the device being exposed to radiation therapy.